Event description:
It was reported that the customer experienced a blood glucose (bg) level of 270 mg/dl and went to the emergency room. Cause of bg level was not known. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.